Manufacturer narrative:
The device was received for investigation with the pod fully deployed. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. There were no damages noted to the soft cannula, housing, or the formed needle under magnification that could have contributed to the reported infusion site event. The pod was received with the adhesive pad fully attached, and there were no damages or deficiencies observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The exact cause of the reported event could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The reporter also stated they were experiencing pain at the insertion site, and the adhesive was peeling back. Upon removal from the infusion site on their hip/buttocks, the cannula was found to be bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g991u1uesihyl1. Hardware: sm-g991u1. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.